Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed a high pressure leak. This was attributed to normal wear. The device was repaired and returned to the customer.

Event description:
Device was returned for an unknown reason. During the service technician found that the device was leaking. This is report 1 of 1 for complaint# (B)(4).